Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after an infusion began with sodium chloride 0.9% at 39 ml/hr for 78 mls , a crack with a leak was noticed in the infusion set. There was no patient harm.

Event description:
The customer reported that after an infusion began with sodium chloride 0.9% at 39 ml/hr for 78 mls, a crack with a leak was noticed in the infusion set. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: baxter bag 250 ml, (B)(4), lot y273391, exp dec 19, 0.9% sodium chloride. The patient was an infant. The customer¿s report that the set leaked was confirmed. Visual inspection observed a horizontal slice/cut in the tubing at around 12 inches distal to the drip chamber. The edges of the tubing at the cut show a clean slice that is consistent with damage created by a sharp bladed object. The slice/cut extended halfway around the tubing diameter. The cause of the leak was a slice/cut (described by the customer as a ¿crack¿) in the tubing. The root cause of the slice/cut was not identified.